Event description:
It was reported that the device would not charge or shock as the shock button on the front panel is stuck on. The issue was discovered during routine testing and did not have patient involvement.

Manufacturer narrative:
The cause for the reported issue has been attributed to use error.(B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Physio-control further evaluated the removed main control keypad assembly and determined the cause for the malfunction to be external damage to the shock button. The shorted shock button disabled other critical buttons necessary for defibrillation therapy delivery.